Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2008. The procedure was completed with no patient complications. According to the complainant, the patient experienced abdominal and pelvic pain, persistent vaginal discharge, dyspareunia, a recurrence of urinary incontinence, bleeding and vaginal infections. The exact nature and date of onset for each are unknown. All other information is unknown and reportedly unavailable.